Event description:
Consumer reports having accuracy issues with their meter. Doesn't believe it is reliable. Analysis run on clark error grid using mean avg reading (129) as ref. Point vs. Bd readings (46, 90, 250) yielded data points in the c range of the grid, outside of acceptable limits.